Event description:
Information received from the field does not address the patient's clinical status but notes a telemetry anomaly and that although the device base rate was programmed to 60 ppm, the pacing interval was between 711 ms and 742 ms (80 ppm to 84 pm) as seen on an ECG.